Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket in drawer 3.1 was slightly protruding, causing noises and difficulty in closing the drawer. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, resulting in a delay in dispensing as the necessary medications had to be retrieved from another station or the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had an issue with shutting, producing noise every time it was closed. A field service engineer (fse) identified that pocket b3 was obstructed because the muscle wire was not locking the pocket down completely. To resolve the issue, the engineer powered down the station, adjusted the muscle wire on the tray, and ensured the pocket fully seated into the tray, eliminating the obstruction. The system functioned as intended after the field service engineer repaired the device.